Event description:
I know the FDA sent a letter to dexcom about lack of quality control. I am writing to you to give you some of my issues with the g7. From january to april 8th I have had five (5) events or sensor failing. This is totally unacceptable. Several times the receiver buzzed in the middle of the night indicating low sugar. On checking with a finger prick the level was higher. One instance 100 points higher one receiver had to be reset three times to match the finger prick level. On the failed sensors I noticed the needles were placed incorrectly, and one had no needle. The company replaced failed sensors. Quality seems to be lacking. The g7 is a good idea but needs further testing and oversight. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference reports: mw5170730, mw5170731, mw5170732, mw5170734.